Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and did the continuity resistance test and the sensor failed per (B)(4).

Event description:
The customer reported via phone call that the sensor was not properly functioning due to calibration errors. The patient's blood glucose at the time of incident was 179 mg/dl. The sensor was returned for analysis.